Event description:
The customer stated that the device indicated a preamp internal reference failure. No patient involvement.

Manufacturer narrative:
The device is an automatic external defibrillator (AED), and the user returned the actual device involved. Evaluation of the device by welch allyn factory service duplicated the complaint of a preamp internal/external reference failure. A secondary finding was that the ECG signal was not present on the display. Both failures were caused by cracked solder joints on the preamp circuit board that caused an open circuit. With the circuit open, this caused a loss of communication between the preamp and main boards generating the internal/external reference failure and loss of signals that analyze the ECG causing it not to be reproduced on the display. Replacement of the preamp circuit board resolved the issue. The device was repaired and returned to the customer.